Event description:
On 2024-10-21, the site contacted (B)(6) affairs (ca) to report that the patient showed right hemiparesis in morning rounds on (B)(6) 2024. CT scan performed on the same day showed patchy diffuse left mca territory infarction with near complete occlusion of the left m1 segment. Next day repeated head CT was performed to assess for bleeding. No changes were found compared to the previous CT scan. Eeg showed notable left sided focal status epilepticus seizures. According to the site, the berlin heart excor blood pump pu valves; 10 ml in/out; ø 6 mm functioned as intended, with complete fill and ejection. On (B)(6) 2024, the pump was changed as a precautionary measure due to visible thrombin observed in the pump.

Manufacturer narrative:
The excor blood pumps pu valves; 10 ml in/out; ø 6 mm; sn: (B)(6) was in use on the patient from on (B)(6) 2024 until the time of pump change on (B)(6) 2024 for 46 days. We have reviewed the production records of the excor blood pump, sn: (B)(6) and the pump was produced according to our specification.